Event description:
While requesting a replacement belt clip, the customer reported having a blood glucose level of 43 mg/dl at the time of the call. Customer reported that the low blood glucose level was due to a combination of too much insulin and too little food. Customer reported treating with food. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.